Event description:
A pantera leo balloon system was chosen for treatment of a severely calcified lesion (98 percent stenosis degree) in the lad. During inflation the balloon burst at 14 atm.

Manufacturer narrative:
The returned instrument was subjected to a technical analysis and the corresponding production documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for the reported event. The technical investigation of the returned device revealed a tear with a length and width of 1 mm, which penetrates the balloon wall and reaches over the complete length of the x-ray marker. It seems likely that the damage of the balloon surface was caused by a hard, sharpedged object pressing against the balloon from the outside. Review of the production documentation confirmed that the instrument was manufactured according to specifications and passed all in-process and final inspections. In addition to visual inspections each instrument is tested for air tightness by means of a helium leak test. We can therefore confirm that the instrument was delivered in a leak-proof condition. Based on the conducted investigations, no manufacturing or material related root cause could be determined. The root cause is most likely related to the patients anatomy.